Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additional information was not provided. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.